Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: the serial number (B)(6) is confirmed to be a part of recall number: z-1729-2022. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a lateralized liner and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed because the devices were not returned for evaluation, and no images or radiographs were provided. Additionally, it cannot be determined whether the liner wear contributed to the pelvic fracture. Based on available information, the fracture was likely due to trauma from a bicycle fall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: e1: first and last name, email (B)(6), phone number (B)(6). E2, b2, h6. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a lateralized liner and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed because the devices were not returned for evaluation, and no images or radiographs were provided. Additionally, it cannot be determined whether the liner wear contributed to the pelvic fracture. Based on available information, the fracture was likely due to trauma from a bicycle fall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a lateralized liner and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed because the devices were not returned for evaluation and images or radiographs were not provided. D10: (B)(6) 180-01-60 - crown cup,cluster-hole gr.60 h03628-01 248853 - tls screw ø10,l25 h03762-01 253569 - tls screw ø10,l20 j03375-07 265746 - tls band set and blade 2 bands, threads u. 1 kli additional information: a3, b4, b7, d1, d2, d2b, d4, d10, g4, h4

Event description:
The patient was implanted with a hip prosthetic socket from exactech in 2019. A periprosthetic acetabular fracture was diagnosed in (B)(6) 2023 as a result of a bicycle fall. In the x-ray control showed a clear decentering of the prosthetic head and an unusually large one osteolysis in the fractured acetabulum area as a sign of inlay wear. First there was one conservative treatment of the fracture. The inlay wear could then be seen during a revision operation on (B)(6) 2024. Inlay change to a vitd-hardened, specially approved inlay (novation xle, neutral liner, group 4, 36 mm i.d., ref 104-36-54 sn (B)(6)). As part of the replacement operation, the inlay was also replaced the determination of the solid cup integrity as well as the curettage and sealing of the cysts in the cup bed using allogeneic spongiosa and changing the prosthetic head.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a patient, initial hip implanted on an unknown date, underwent a revision procedure on (B)(6) 2024, reason unknown. They were replaced with a 140-36-54 cc inlay vitamin e, neutral, ø 36, gr. 4 serial (B)(6). No further information.

Event description:
Additional information from legal notice. The reason for my involvement is the undisputed fact that my client was implanted with a defective device from your client on (B)(6) 2019. Due to the recall initiated by your client (letter from the implanting hospital to my client dated april 20, 2023), a revision surgery was required at the (B)(6) hospital in (B)(6) due to premature wear of the inlay. This surgery could not be performed until on (B)(6) 2024, as my client had, prior to the recall investigation of the implant, sustained a bicycle accident that resulted in a pelvic fracture. According to the attending physicians, this fracture would not have occurred if the implanted hip joint had been free of defects. Consequently, the revision surgery had to be delayed until the conservatively treated pelvic fracture had healed. Following the hospital stay for the revision surgery, my client underwent rehabilitation at a clinic in (B)(6). The affected hip is on the left side. The inlay was defective, necessitating a revision for medical reasons. As a result of this defective product, my client¿s bicycle accident not only caused a severe contusion but also resulted in a pelvic fracture, which led to delayed treatment and recovery. A revision surgery was required, which in itself justifies the claim for pain and suffering.

Manufacturer narrative:
Corrected information h6: health effect/clinical code, component code.